Event description:
In 2009, a company representative reported that the pt was admitted to the hospital on the event date, with ketoacidosis. She stated the pt does not think her insulin infusion device is properly delivering insulin. The representative stated that the pt said she tested her blood glucose one day prior and her reading was 286 mg/dl. The pt did not test that night or the next morning. She tested her blood glucose at 1 pm and her reading was 497 mg/dl. She was vomiting and, when she tried to bolus 7 units of insulin, her infusion device gave an e4 (occlusion) error after 5 units were displayed. She bolused another 2 units and went to the hospital where she was admitted with ketoacidosis. She said she also suffered a "cardiac incident" as a result of her elevated readings. On follow up with the pt on the same day, she is scheduled to be released in the same month. The pt stated her readings have been elevated over the past few weeks. She said she was coming down with a cold. The pt requested a replacement infusion device. The infusion device was replaced and requested to be returned for evaluation.